Event description:
It was reported that the patient had two inappropriate shocks due to t-wave oversensing and noise. Technical services advised some testing options to help decide on a different sensing vector. The smart pass feature had programmed itself off during a previous electrode re-positioning procedure. The electrode had eroded and protruded the skin on the patient's chest. The doctor repositioned the electrode successfully. The sensing vector has now been reprogrammed. The system remains implanted. There were no additional adverse patient effects.